Event description:
Pt was implanted with a kugel patch for treatment of an incisional hernia in 2005. Right after surgery, she began experiencing severe pain, numbness and pain in the legs, numbness in her female organs and pain in her toes. She has had three fistulas and bacterial infection ((B)(6)) since the surgery. The device was explanted in 2007, however; she still experiences excruciating pain and suffering. She can barely walk or sit upright due to pain. It has been two years since she lost her job as a result of her not being able to perform any task. She is currently on lots of pain medication and antidepressants. She has suffered economic loss and enjoyment of life. Her son has dropped out of college, as she can no longer support him financially. She is very depressed and suicidal as a result of this disability.